Event description:
It was reported that while testing the cs100 intra-aortic balloon pump (iabp) prior to a training session, it shutdown. The iabp was being used for the 1st time but was running fine upon delivery to the distributor. This is an out-of-box failure. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The supplier evaluated the solenoid driver board and verified the reported failure. The defective components l1, c4, c49, and c12 were replaced, and the solenoid driver board passed all of the supplier's testing. The supplier then returned the solenoid driver board to the national repair center (nrc) and a getinge senior repair technician installed the solenoid driver board into the cs100 test fixture and tested to factory specifications per cs100 service manual. Testing passed and the solenoid driver board was scrapped and is retained in the nrc per procedure. No further investigation is required. Updated fields: b4, g4, g7, h2, h6 (evaluation result codes and evaluation conclusion codes), h10.

Manufacturer narrative:
The suspected solenoid driver board was returned to the getinge national repair center (nrc) for out of box failure investigation. The board was inspected by a senior technician of the nrc and no visual damage was observed. The senior technician installed the solenoid driver board into the cs100 test fixture and tested to factory specifications per cs100 service manual. Testing failed and the technician verified the reported failure of ¿pump does not power up.¿ the solenoid driver board was sent to the supplier for failure analysis per procedure.

Event description:
It was reported that while testing the cs100 intra-aortic balloon pump (iabp) prior to a training session, it shutdown. The iabp was being used for the 1st time but was running fine upon delivery to the distributor. This is an out-of-box failure. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge trained field service engineer (fse) was dispatched to investigate. The fse was unable to duplicate the reported issue and noted that no tests were performed because the iabp unit was unable to be powered back on. The fse replaced the solenoid driver board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that while testing the cs100 intra-aortic balloon pump (iabp) prior to a training session, it shutdown. The iabp was being used for the 1st time but was running fine upon delivery to the distributor. This is an out-of-box failure. There was no patient involved and no adverse event was reported.